Manufacturer narrative:
An event regarding crack/fracture involving a 1/8¿ peg drill was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the reported fracture. A consultation with the material analysis team concluded that the drill bit fracture occurred in mixed-mode overload resulting from the application of bending force. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event was conformed that the drill bit fractured. A consultation with the material analysis team concluded that the drill bit fracture occurred in mixed-mode overload resulting from the application of bending force.

Event description:
The tip of the peg drill was broken during tka. Spare product was used instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
Additional information: lot #.

Event description:
The tip of the peg drill was broken during tka. Spare product was used instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The tip of the peg drill was broken during tka. Spare product was used instead of it and the procedure was completed without any problems and delay.